Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-20486. It was reported the patient stopped using his scs ipg about an year ago due to pocket heating while recharging his scs ipg. A replacement charger was sent to the patient to address the issue. Follow-up information received identified the patient received the new charger and the heating issue has been resolved.